Event description:
It was reported that syringe 0.5ml 31g 6mm s/c u-100 relion plunger rod was loose. This was discovered during use. The following information was provided by the initial reporter: material no:328520 batch no: 9210538. It was reported that a small bubble formed at the tip of the needle when she pressed the plunger rod and there is a space between the rubber stopper and the plunger rod.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/29/2020. H.6. Investigation: customer returned (6) 1/2cc, 6mm, 31g relion syringes in an open poly bag with the shelf carton from lot # 9210538. Customer states that a small bubble formed at the tip of the needle when she pressed the plunger rod and there is a space between the rubber stopper and the plunger rod. All returned syringes were examined and no stopper was separated from the plunger rod. However, when the plunger rod was fully depressed in the barrel, a small clear droplet of material came out of the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 9210538 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (lubrication issue) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (stopper separates) process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. The were no quality notifications or maintenance dispatches relating to this complaint during the production of this batch. A root cause cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31g 6mm s/c u-100 relion plunger rod was loose. This was discovered during use. The following information was provided by the initial reporter: material no:328520 batch no: 9210538. It was reported that a small bubble formed at the tip of the needle when she pressed the plunger rod and there is a space between the rubber stopper and the plunger rod.